Manufacturer narrative:
Gehc surgery field service engineer tightened connection. Unable to duplicate problem with monitors. They are receiving the proper amount of power and functioning normally. Machine fully functional.

Event description:
User reported unit locked up in tilted position-cannot fluoro or move table.